Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. The customer stated that her blood glucose levels have been high for a couple of months. The customer treated her high blood glucose levels prior to the event. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.